Event description:
General report received from an abbott international affiliate that states, "the contact reported that the nurses are being splashed by the contents of the receptal liner as they are removing it from the canister. There were instructions reviewed with the staff on how to correctly remove the liners from the receptal canister, however, the nurses continue to be splashed despite following the instructions. The situation occurs when they attempt to remove a full canister liner. After detaching the pt's connection to the top of the liner, the contents are expelled via this port." Although requested, no additional info has been provided.